Event description:
The customer contacted beckman coulter inc (bec) to report an erroneous low retic % values of 0.0 (run 1 and run 2) were obtained on (B)(6) 2011 for a patient specimen run on the beckman coulter coulter lh 750 hematology analyzer. No instrument flags were generated for either run. The erroneous results were reported out of the laboratory. Per doctor's request, the specimen was repeated on the same and alternate lh750 instrument and both instruments recovered higher retic values. The customer was unable to provide information on whether there was any death, injury or affect to patient treatment for this event. The specimen was collected in 4.0 ml bd tube. The retic controls are run 3 times daily, 2 levels per shift and on (B)(6) retic controls were within qc specifications. Retic controls run on (B)(6) 2011 initially failed with rl flags (levels 1 and 2); controls were subsequently repeated and recovered within qc specifications. The customer indicated that the lh1 instrument had been serviced earlier in the day. As a consequence, the customer compared retic values from the lh1 to those obtained from lh2 to verify the operation of lh1 instrument. Results demonstrated a lower retic recovery on the lh1 instrument (see attached patient 2 data). Manual retic counts and raw data have been requested, but have not been received as of (B)(6) 2011. Higher retic values were considered correct. Service was dispatched and the fse found the retic stain line on pinch valve 99 was being blocked by the one-way check valve. This check valve is on the normally opened line of the retic stain. Root cause is attributed to a blocked retic stain line. Retic controls were run and were within specifications after instrument servicing. Patient #1 event was covered under MDR 1061932-2011-01548.